Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire returned together with its original opened pouch. The guidewire was kinked approximately 128.75 inches from the proximal end. No more damages were encountered in the device. Microscopic inspection revealed that the distal and proximal ends were complete; the device was not fractured. Dimensional inspection revealed the components were within specification.

Event description:
It was reported that the rotawire was fractured. A 330cm rotawire was selected for use. During preparation, it was noted that the rotawire was accidentally fractured by the physician. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire was fractured. A 330cm rotawire was selected for use. During preparation, it was noted that the rotawire was accidentally fractured by the physician. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.